Manufacturer narrative:
After further review, this event was reassessed and determined to be not MDR reportable. Although this event is not an MDR reportable event, an initial MDR was previously submitted. Therefore, a supplemental report will be submitted to document the change in reportability and any new or additional complaint details. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient underwent placement of an inferior vena cava (ivc) filter secondary to development of deep vein thrombosis and a pulmonary embolism one month following coronary artery bypass graft surgery. Deployment was via his right groin and post deployment venogram showed adequate position and deployment. Approximately ten and a half years post ivc deployment, the patient underwent back surgery. Following back surgery, patient developed a left leg deep vein thrombosis involving the left common femoral vein, left superficial femoral vein, left profunda femoris vein, and the left popliteal vein. The patient underwent placement of a cook celect ivc filter deployed suprarenal, thrombolysis and thrombectomy of the inferior vena cava down to the bilateral common femoral veins, and retrievals of the suprarenal cook celect ivc filter and the infrarenal ivc filter. A second cook celect filter was then deployed infrarenally via the right femoral vein without complication. Approximately four months post cook ivc filter deployment, patient underwent successful retrieval without complication. Patient was advised to remain on lifelong coumadin therapy. The current condition of the patient is unknown. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged thrombus below the filter, bilateral iliac vein thrombus and dvt. The device was removed percutaneously. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged thrombus below the filter, bilateral iliac vein thrombus and deep vein thrombosis. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
Additional information was received and the reportability of the file was reassessed as serious injury. Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient underwent placement of an inferior vena cava (ivc) filter secondary to development of deep vein thrombosis and a pulmonary embolism one month following coronary artery bypass graft surgery. Deployment was via his right groin and post deployment venogram showed adequate position and deployment. Approximately ten and a half years post ivc deployment, the patient underwent back surgery. Following back surgery, patient developed a left leg deep vein thrombosis involving the left common femoral vein, left superficial femoral vein, left profunda femoris vein, and the left popliteal vein. The patient underwent placement of a cook celect ivc filter deployed suprarenal, thrombolysis and thrombectomy of the inferior vena cava down to the bilateral common femoral veins, and retrievals of the suprarenal cook celect ivc filter and the infrarenal ivc filter. A second cook celect filter was then deployed infrarenally via the right femoral vein without complication. Approximately four months post cook ivc filter deployment, patient underwent successful retrieval without complication. Patient was advised to remain on lifelong coumadin therapy. The current condition of the patient is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged thrombus below the filter, bilateral iliac vein thrombus and dvt. The device was removed percutaneously. The status of the patient is unknown.